Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 had failed and did not register as closed. A field service engineer troubleshot the issue with the drawer not recovering and identified that the rails were sticking. The fse then replaced the slide bumper and tested the drawer using the hardware test application (hta), after which it operated correctly. All tests passed, and functionality was further verified with the customer, who confirmed normal operation without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 4.1 would not register as closed. The customer reported that the drawer remained in an open state despite attempts to close it. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.